Manufacturer narrative:
(B)(4). Batch # t94z8r. Investigation summary: the 5dcs instrument was returned with no apparent damage. In an attempt to replicate the reported event, the instrument was tested functionally, and the continuity was present from the cautery pin to the end effector. No anomalies were found. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an umbilical evisceration, the device did not coagulate. Another device was used to complete the case. There were no patient consequences.